Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the insertion section while the user was handling the device, which damaged the charge-coupled device (ccd) unit, and resulted in the reported event. The event can be detected by following the instructions for use (IFU) which state: " inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, there was a distorted image problem on the evis exera iii bronchovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed. There was no image and the screen went black when the angulation was in the up position. Additionally, there were multiple dents on the insertion tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.